Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of less than 500 mg/dl; cause was not known. During the call, it was identified that the customer was improperly following the loading process; customer was educated on the proper load procedure. Customer administered a manual injection and delivered a bolus via pump to address bg level. Healthcare provider assisted customer with adjusting the correction factor in the personal profile pump settings to address bg level; the customer attributed the previous settings to have resulted in experiencing the elevated bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.